Event description:
It was reported that the patient has an open lesion at the implant site and experiences pain with stimulation. The patient is now being treated with antibiotics (type unknown) for a skin flap infection. The patient has also resumed using her device with no pain, and has good sound quality. The patient is being monitored.